Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: did the clip cut the tissue? No. Did the jaws of the device cut the tissue? Yes. How was the tissue repaired? Unk.

Event description:
It was reported that during an unknown procedure, the surgeon experienced multiple issues during the procedure: two clips at one firing, no clips at firing, cutting instead of stapling. Surgeon also mentioned that it was hard to use the device (strong resistance). Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # = n90c2u. The analysis results found that the mcs20 device was received empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed. No further testing could be performed due to this condition. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found with the internal components that may have led to the reported issues. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.